Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had issues with two infusion sets in the form of bent cannula and she was not able receive insulin. She had vomiting and had to go to the hospital as a result of high blood glucose level of 500 mg/dl and moderate ketones. She also reported another infusion set did not help the blood glucose level to come down, so she removed it and replaced it with a new infusion set and resumed ipt (insulin potentiation therapy). The patient self-treated with injection. The infusion set was used for less than 3 days and there was no damage when the package was first opened. Subsequently, she was hospitalized and received some unspecified fluids, as she was also dehydrated as corrective treatment which resolved the issue. She was admitted for 4 days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.